Manufacturer narrative:
No unexpected frozen screen anomalies noted during testing; time advanced properly. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had an intermittent button response on the down arrow button due to corroded keypad traces noted. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit. The customer stated that while trying to clear the error, the keypad became unresponsive and the customer stated that the device was leaking. Blood glucose level at the time of the incident was 114 mg/dl. Blood glucose level at the time of the call was over 300 mg/dl. The customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.